Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left circumflex artery. A 20 x 3.00mm promus premier¿ stent was advanced but was unable to cross the lesion. A second attempt was done to cross the lesion with the use of a non-bsc guide catheter extension. The 20 x 3.00mm promus premier¿ stent reached the distal portion of the guide catheter extension but failed to cross the lesion. While retracting the device back into the guide catheter extension, slight resistance was encountered at the distal part of the guide catheter extension. The device was removed to change the angle of the device. It was then found out that the proximal edge of the stent was lifted. The procedure was completed using a non bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older.   Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).